Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and there was no evidence of noise. Other lead measurements were stable. The clinical observations were documented, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and no evidence of noise. Other lead measurements were stable. The clinical observations were documented and the system remains in service. No adverse patient effects were reported. Additional information was reported that the out of range shock impedance measurements are still being observed and have continued to rise. A boston scientific technical services consultant reviewed recent data which identified a current measurement of 177 ohms. Review of stored events, confirmed egm channels do not show noise, appropriate sensing was noted and the most recent presenting egm also confirmed appropriate sensing. An alert was generated for right ventricular automatic threshold (rvat) test detected as suspended to to intrinsic beats. The rv output had adapted to 5.0v. A successful rvat test showed intermittent failure to recognize loss of capture (loc) where two beats were labeled as fusion rather than loc. The data is suggestive of frequent rvat retry attempts. The consultant recommended a lead revision if clinically appropriate for this patient. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device technical analysis: this device remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurements of 129 ohms. Review of the stored data showed a slight upward trend over the last year. Presenting electrogram (egm) showed appropriate function and no evidence of noise. Other lead measurements were stable. The clinical observations were documented and the system remains in service. No adverse patient effects were reported. Additional information was reported that the out of range shock impedance measurements are still being observed and have continued to rise. A boston scientific technical services consultant reviewed recent data which identified a current measurement of 177 ohms. Review of stored events, confirmed egm channels do not show noise, appropriate sensing was noted and the most recent presenting egm also confirmed appropriate sensing. An alert was generated for right ventricular automatic threshold (rvat) test detected as suspended to to intrinsic beats. The rv output had adapted to 5.0v. A successful rvat test showed intermittent failure to recognize loss of capture (loc) where two beats were labeled as fusion rather than loc. The data is suggestive of frequent rvat retry attempts. The consultant recommended a lead revision if clinically appropriate for this patient. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.